Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead needed to be repositioned several times during the implant due to oversensing and dislodgement. The lead remains in use. No patient complications have been reported as a result of this event.